Event description:
It was reported that the customer had a delivery anomaly on the insulin pump. Customer stated that the pump is giving too much insulin. Customer changed the set last night and the insulin was already half gone. Customer was referring to the scroll wrap feature. It was explained to the customer that this was a voluntary recall and it was not mandatory. Customer hung up. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.